Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic on (B)(6) 2020 with a notification that the left ventricular lead impedance was out of range. On (B)(6) 2020, the patient presented in clinic for an evaluation of the lead. The left ventricular lead was found exhibiting high lead impedance and an elevated capture threshold in bipolar lead configuration. The lead configuration was then reprogrammed and acceptable capture threshold and impedance were restored. The patient remained in stable condition throughout the event. No further intervention was planned.